Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
During placement of a red device, a cranial bone fracture was noted adjacent to the location of a pin used to secure the device to patient's skull. A csf leak was noted at the fracture site and was successfully corrected during the procedure. No other complications were noted, and the device remains implanted in patient and is performing as expected. The physician advised that the fracture could have happened regardless of whether a different device or different tools were used in the procedure.